Manufacturer narrative:
(B)(4). G2: china. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs: 141232, biomet cc cruciate tray 67mm lot# j6908834 MDR: 0001825034-2023-01142. 183620, vngd ps tib brg 10x63/67mm lot# 409900 MDR: 0001825034-2023-01143. 11-150840, bmet arcom ap pat 3pst 31mm sm lot# unk MDR: 0001825034-2023-01195. Additional associated products: unk bone cement.

Event description:
It was reported an initial left total knee arthroplasty was performed. Subsequently one year, two months post procedure the patient began 1st stage revision due to infection and loosening. During the revision noted inflammatory scar tissue to joint cavity and a pus cavity to lateral platform of femoral condyle. The femur and tibia components exchanged with antibiotic cement spacers, unknown if patella was removed. Treated with antibiotics. The 2nd stage revision was completed with competitor products. No further information provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  It was reported that approximately 1 year post initial total knee arthroplasty, the patient was revised due to inflammatory scar tissue and loosening, both attributed to an infectious process. During the investigation process a review of the sterile certifications for the femoral, tibial, and bearing components were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.